Manufacturer narrative:
A video and a photo were attached to the complaint for analysis. Video and photo showed a particle was detected inside of the medication bag. According to sample received, the failure mode ¿particulate matter internal to device¿ was confirmed. Lot history review found one complaint documented for the lot number.

Event description:
It was reported that the device had particle issue. Particle was found during 100% visual inspection under light against black and white backgrounds.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.